Event description:
It is reported that the patient faced leakage issue with three sets on 19-may-2026 till 29-may-2026. It was stated that the infusion set tubing was leaking at site. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR. / initial 2 of 3. E1: establishment name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.